Event description:
Philips received a complaint from the medical staff on the v60 ventilator indicating that the device "stopped breathing" after a few seconds of exhalation, and the following alarm occurred: patient's breathing circuit is blocked. There was no patient involvement at the time the issue was discovered as the issue occurred before use during a routine check. The medical staff immediately stopped using the device and contacted the medical engineering department.

Manufacturer narrative:
H10 e1 reporter phone number - (B)(6)

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case; however, no response was received, and the malfunction could not be confirmed. It is therefore unknown what the outcome of the reported issue was, and no further information could be obtained. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted. Product UDI is corrected.